Manufacturer narrative:
The device was received for evaluation. During functional testing, the number 1 key was working intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the number 1 key was working intermittently. No additional information is available.